Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The device has been returned for evaluation. The investigation is confirmed for the reported dilator tip damage. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0606150j implantable port experienced a defective component. The dilator was found damaged at the distal end. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.